Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extracardiac stimulation. The right ventricular lead had elevated threshold. The lead was capped and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event. (B)(6) 2018: it was further reported that because of the high right ventricular lead thresholds there was abnormal use of battery. The device was explanted and replaced.